Event description:
It was reported that during implant, oversensing was noted when the new device was connected to the chronic right ventricular lead. Blood was noted in the connector and it was not possible to flush the blood from the connector head. The device was not implanted and was replaced with a new one. The second new device also noted oversensing, but there was no blood in the connector this time. At this point, the pace sense portion was capped and replaced on the right ventricular lead. The high voltage therapy of the ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) grommet damage was noted.